Event description:
It was reported that during a routine explant procedure, upon removal of the device, the sensor electrode (silicone encased) snapped and was left in the patient.

Manufacturer narrative:
The serial number of the device was reported to us and was reported on MDR-1028232-2026-01350. Closing this report.